Manufacturer narrative:
Corrected data: d4: model-vticmo_12.6. D9: return date: 17-jul-2023. Claim# (B)(4).

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vticmo12.6, -8.5/1.5/067 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients left eye (os). The lens was implanted and removed intraoperatively, with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was unknown.